Event description:
It was reported by the patient that he underwent a water vapor therapy procedure to treat his benign prostatic hyperplasia (bph) in march 2022. A week after the procedure, the patient reported having an infection. A week later, his catheter was removed and a second catheter had to be placed. He has not experienced any relief of his bph symptoms and now is experiencing acute urinary retention. The patient is going to be seeing his physician for treatment. No further information was provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures using this device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional manufacturer narrative: date of event was not provided, estimated date entered.